Event description:
It was reported to our country manager in (B)(6) that there was a vns patient with high lead impedance. No manipulation or trauma reported prior to the event. Their generator was switched off. No further information has been attained at this time.

Event description:
The patient's device was disabled (B)(6) 2012. No further interventions planned at this time. Ap left chest and close-ups of the generator and electrodes x-rays were received review of the x-rays indicated the following: the generator appears in the lower left chest in a normal placement. The electrodes appeared to be placed in normal arrangement. The integrity of the feed-through wires, the integrity of the lead wires at the connector pin, the insertion of the lead-pin into the connector block could not be assessed due to the quality of the images. A strain-relief bend was visible but no loop was present. One tie-down was visible, holding the bend. Per manufacture labeling, a strain relief bend should be placed starting 3cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. It could not be determined whether there were parts of the lead behind the generator or whether there were fractures/sharp angles. Based on the x-rays images, the assessment is inconclusive.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer review of x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.